Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, diminished tissue vaporization and laser output firing from the end rather that the side were observed. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.